Event description:
It was reported that heartmate 3 bivad patient remains an in-patient after implantation of lvad on (B)(6) 2018 and rvad on (B)(6) 2018, following unsuccessful weaning attempts. The patient's rvad initiated a continuous low flow hazard alarm, with 0.0l flow reported. The lvad flow has been consistently above 4l flow, and the patient remains comfortable. The patients controller was exchanged as a precautionary measure to the backup controller. Log files were recorded and sent in for review. They confirmed that the pump appeared to have no technical issues, but flow remained at 0.0l at ~ 2.6w until the point that controller was exchanged. Review of the accompanying lvad log files showed no issue with lvad pump performance, and flow remained above 4l. The patient was sent to the imaging lab, which showed no evidence of inflow or outflow occlusion. This patient has known bilateral internal jugular thrombus. Patient is being currently treated with high dose heparin with an elevated appt target of 60-80s. Copies of imaging have been requested for review. On (B)(6) 2018, it was reported that the low flow issue with the rvad was resolved, and the patient is stable. Normal flow returned to the rvad (4l). Plan of care is now to maintain a higher target inr and administer persantin in addition to warfarin. The manufacturer¿s technical services reviewed the log files for the event and observed that rvad flow gradually increased but did not increase above the low flow trigger point of 2.5 lpm. Lvad files showed pi trending downward. No further information was provided

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log files contains data from (B)(6) 2018 at 19:43:59 through (B)(6) 2018 at 9:39:12. Transient low flow events were captured from (B)(6) 2018 at 10:49:44 through (B)(6) 2018 at 8:01:11. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the events lasted over 10 seconds, and low flow alarms were flagged. Additionally, transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists thromboembolism as an adverse event or a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received 29may2019 that the patient was thrombolysed and the pump then functioned appropriately from that point on.